Manufacturer narrative:
The reagent lot number is 79012301 and the expiration date is 31-oct-2025. The customer performed a sample probe wash and air purges. The field service engineer (fse) found that the analyzer rinse volumes were too low and adjusted them. The customer performed calibration and qc successfully. The service maintenance actions performed by the fse resolved the issue. No further issues were reported after the service visit.

Event description:
There was an allegation of questionable a1c-3 tina-quant hemoglobin a1c gen.3 results for 1 patient whole blood sample on a cobas 8000 cobas c 502 module. The initial result of the reported sample was 18%. The reporter questioned the high result prompting them to repeat a patient sample. From the previous day which gave the same normal result. The repeat result of the reported sample was 6.0%. The repeat result was deemed correct. No questionable results were reported outside of the laboratory.